Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported artifacts and poor image at the output "b" of serial digital interface (sdi) during inspection for use involving an olympus video system center. There was no patient injury reported.